Event description:
It was reported that the balloon lost pressure below rbp, and when negative pressure was applied, the balloon did not completely deflate. The device was withdrawn from the patient completely through the guiding catheter, and the patient was asymptomatic during the event. Once outside of the patient, negative pressure was applied to the balloon and it was able to be slightly deflated, but not completely. It was reported that the device was not prepped before use (contrary to IFU).